Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Pump functioned as intended. Worn components found related to wear.

Event description:
On 10/8/2021, it was reported by a facility representative via sems that an ar-6480 pump had an issue where the chamber was not working for fluid management. This was discovered during use; rep contacted 10/11 for more info. Update: rep returned contact 10/18. Case date confirmed 10/8/2021, case completed using different pump with no patient effect.